Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters were found without product or lot information on their labels before use. The following information was provided by the initial reporter: "5 of the catheters not having any product or lot numbers printed on them."

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters were found without product or lot information on their labels before use. The following information was provided by the initial reporter: "5 of the catheters not having any product or lot numbers printed on them."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.